Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 23mm pericardial aortic valve implanted in the aortic position was explanted after an implant duration of 17 years and 10 months due to unknown reasons. Another valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure. No other information was provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider.

Event description:
Edwards received notification that this 23mm valve implanted in the aortic position was explanted after an implant duration of 17 years and 10 months due to mild to moderate aortic stenosis and regurgitation (mean gradient 25mm hg) and leaflet motion restricted. An 23 mm valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure. Medical history: the patient presented symptoms of heart failure with shortness of breath and echo showed mitral valve regurgitation with restricted leaflet motion of the anterior leaflet of mitral valve. The patient also received a non edwards valve in the mitral position. Pulmonary hypertension, with estimated pa systolic pressure 65 mm.hg.

Manufacturer narrative:
The x-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the inflow aspect and 10mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Leaflet 2 had an 3mm tear near commissure 2 and a 4mm tear near commissure 3. Leaflet 2 also had a 3mm tear, possibly a suture tail abrasion, at the cusp region. Suture tail (circled in evaluation photos b) which remained attached near leaflet 2 came in contact with the tear when leaflet 2 was in the open position. Calcification was evident at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed at commissures 1 and 2 and around leaflets 1 and 3 on the inflow aspect. H10. Additional manufacturer narrative: supplemental report submitted to include additional information received through product evaluation. Updated f10. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.